Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and a display failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. Additionally, the display screen was dim and discolored. The contrast setting was increased to the maximum of ¿10¿ with no improvement. Unrelated to these issues, evaluation revealed a hole in the audio bolus button. The button was functional during testing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).